Event description:
The manufacturer received information from a customer that the ventilator inoperative condition had occurred on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information from a customer that the ventilator inoperative condition had occurred on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a manufacturer's service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's error code, machine flow drift high, error code was observed on the device's error log. The manufacturer's service engineer evaluated and determined the flow sensor had led to the ventilator inoperative condition to occur on the device. In conclusion, the device's flow sensor was replaced to address the issue. The root cause is confirmed at this time. The device passed the system testing.